Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during initial drain. The baxter technical services representative (tsr) advised to start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2011. After starting over with new supplies, therapy went well. He did not notice anything unusual about his supplies. He had not yet contacted his nurse regarding the incident. There were no adverse effects reported in relation to this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.